Event description:
It was reported that during follow-up, the device could not be interrogated. The device was replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported anomaly was confirmed in the laboratory. No communication could be established between the device and the programmer. After the device was cut open, an open connection was observed between the battery post and the high voltage printed circuit board assembly. The battery post was not making full contact due to a workmanship anomaly.